Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the customer that bd facscanto¿ ii flow cytometer sip is clogged with zero events. The following information was provided by the initial reporter: leak checklist summary: 1. Did any liquid leakage or splash or spray come into contact with eyes or mouth or any mucous membrane or non-intact(broken) skin? If no, stop- no further questions required: -no. Patient samples checklist summary: 1. Are there erroneous results on patient samples from diagnostic test? (If yes or unknown, go to question #2. If no, no further questions required.): -yes. 2. Was there any delay of treatment due to the issue? (Go to question #3): unknown -yes. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4): -no. 4. Was there any physical harm/injury to the patient due to the issue? (If yes or unknown, go to question #5. If no, no further questions required): -no. 5. Provide details - how and to what extent? (Go to question #6): -patient samples were not released. 6. What is the current medical status? No further questions required: -patient samples were not released.

Manufacturer narrative:
Investigation summary: based on the complaint trend, defect trend, DHR, risk analysis, and servicemax, the complaint was confirmed, and the potential cause of erroneous results was determined to be debris in the flow cell. To resolve the issue fse ran stylet through sip and ran startup along with flow cell fill/drain. Fse ran subsequent tests with cab beads and 7 color setup tests. The instrument is functioning as expected. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the customer that bd facscanto¿ ii flow cytometer sip is clogged with zero events. The following information was provided by the initial reporter: leak checklist summary: 1. Did any liquid leakage or splash or spray come into contact with eyes or mouth or any mucous membrane or non-intact(broken) skin? If no, stop- no further questions required: no. Patient samples checklist summary: 1. Are there erroneous results on patient samples from diagnostic test? (If yes or unknown, go to question #2. If no, no further questions required.): yes. 2. Was there any delay of treatment due to the issue? (Go to question #3): unknown yes. 3. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4): no. 4. Was there any physical harm/injury to the patient due to the issue? (If yes or unknown, go to question #5 if no, no further questions required): no. 5. Provide details - how and to what extent? (Go to question #6): patient samples were not released. 6. What is the current medical status? No further questions required.: patient samples were not released.